Event description:
It was reported that cadd solis pump infusion alarmed intermittently. PICC assessed by home care and pump resumed infusion.

Event description:
It was reported that cadd solis pump infusion alarmed intermittently. PICC assessed by home care and pump resumed infusion.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required., corrected data: d5: correction: patient/consumer.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.